Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer¿s insulin pump alarmed for replace battery now. Customer states that they did not receive a low battery alert prior to the replace battery now alarm. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.